Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
The mother reported water damage after the customer went swimming with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.